Event description:
It was reported that the procedure was to treat a lesion located in the narrow and mildly calcified distal left anterior descending artery. The proximal edge of the stent implant was flared during retraction of the 2.25x28 mm xpedition after the failed attempt to cross the lesion when resistance was met with the anatomy. Additional predilatation was performed and a new xpedition stent was placed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.